Manufacturer narrative:
Correction record update to g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been captured in b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information has been received from the patient was not able to move the lines on the forehead, though the device was operating correctly. To resolve something had moved issues they tried several times to re-boot and they called help desk and they tried all that they could do. The stimulation thing needs new battery and it requires surgery.

Event description:
Additional information has been received from the healthcare provider (hcp) that patient is scheduled for explant on (B)(6) 2026.

Manufacturer narrative:
Updated b2, b5 and h1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been captured in b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information has been received from patient that there was a great significant charging time in last one and half year before final and not able to charge no matter what they tried. Customer service agents tried all appropriate tests and they replaced battery and paddles to resolve something had moved issues. The chest power pack needs to be replaced.

Manufacturer narrative:
Correction record update to g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported they were having issues charging their implant and the issue began a couple months ago. Patient stated the controller would not let them charge their implant and they would constantly get no device found. Patient mentioned they think they need to charge more but are not sure. Agent walked patient through removing the battery pack and plugging controller into the ac power cord; patient confirmed controller powered on. Patient inserted the battery and confirmed green light was solid above the screen. Patient then unlocked the controller and saw no device found. Patient unplugged the controller from the power supply and connected the recharger to the controller. Patient confirmed no damage to the equipment. Patient placed the paddle over the implant and attempted to start a charge session. Patient saw the looking for a device screen and was unable to connect to the implant due to no device found popping up. Patient pressed recharge and entered passive recharge mode and saw 100-100-100; shortly after the low changed to 94. The issue was not resolved. A request was sent to the repair department to replace the recharger. Patient (pt) called in and stated they're unable to get connected and recharge their implant; the device won't find the implant. Pt mentioned that the recharging paddle got replaced but a few months after the problems started happening again; pt added that they just quit since the device wasn't connecting. Agent had patient reset the controller and checked for physical damage. Patient confirmed no damage on the battery pack, recharging paddle, and with the battery compartment pt stated that they metal "feel scratchy a little bit". Agent had pt blew air into the controller port and wiped the recharger (rtm) plug with clean fabric. Pt attempted to recharge the implant; pt entered passive recharge mode and got 98-99-100. Pt then confirmed connection with excellent status and green light blinking on the touchscreen. Pt mentioned controller was at 90% and implant had a red line. Pt confirmed that due to the difficulty of getting connected, the last charge they had for the implant had been months already. Agent explained implant battery and passive recharge mode. Pt added that before they would sit for half an hour but couldn't get charge. Agent asked if the pt had any fall even before the recharging paddle got replaced. Pt state "I think we did that once" and mentioned that "I feel like something had moved", "it doesn't feel the same as it did before". Pt was redirected to their managing healthcare provider (hcp) and representative (rep). Pt mentioned they do have their next doctor's visit but with a different doctor (surgeon last name added in secure note).

Manufacturer narrative:
Continuation of d10: product ID 97745; serial# (B)(6). Product type: programmer, patient product ID 97755-s lot# serial# (B)(6). Product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.